Event description:
The customer reported being in the emergency room with high blood glucose over 400mg/dl. The customer was throwing up and had diarrhea. Then the caller stated that she was throwing up and they thought it was food poisoning. Troubleshooting was performed, and no damage to the drive support noted. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and check the set alarms. Assisted the customer to perform the high pressure test and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.